Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("major asthenia"), eczema ("eczema"), dizziness ("dizzy spells"), gingival pain ("painful gums"), alopecia ("hair loss") and vulvovaginal pain ("clitoris pain"). The patient was treated with surgery (essure removal). Essure was removed (B)(6) 2017. At the time of the report, the pelvic pain, asthenia, eczema, dizziness, gingival pain, alopecia and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, dizziness, eczema, gingival pain, pelvic pain and vulvovaginal pain with essure. The reporter commented: uterine tubes visualised along their entire course, normal in colour and intact. No visible perforation. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A surgery to remove essure was performed approximately 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started 2 years after insertion. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("major asthenia"), eczema ("eczema"), dizziness ("dizzy spells"), gingival pain ("painful gums"), alopecia ("hair loss") and vulvovaginal pain ("clitoris pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, asthenia, eczema, dizziness, gingival pain, alopecia and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, dizziness, eczema, gingival pain, pelvic pain and vulvovaginal pain with essure. The reporter commented: uterine tubes visualised along their entire course, normal in colour and intact. No visible perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 06-apr-2017. The most recent information was received on 23-mar-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and deafness neurosensory ("slightly asymmetrical perceptive deafness predominating on left") in a (B)(6) female patient who had essure (batch no. C61985) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included female condom, degeneration of lumbar or lumbosacral intervertebral disc, dizziness (related to movement of crystals), hemorrhoidectomy (under spinal anaesthesia) in (B)(6) 2015 and lumbar disc herniation. Patient did not undergo general anaesthesia at time of essure placement. Previously administered products included for degenerative disc disease: bi-profenid; for an unreported indication: copper iud for two years. Past adverse reactions to the above products included uterine infection with copper iud for two years. Family history included atopy (among her siblings and in her son.). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 11 months 12 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("major asthenia"), dizziness ("dizzy spells"), gingival pain ("painful gums"), alopecia ("hair loss") and vulvovaginal pain ("clitoris pain"). In (B)(6) 2016, the patient experienced eczema ("eczema on thighs"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced deafness neurosensory (seriousness criterion medically significant), back pain ("lumbar pain/back ache"), abdominal distension ("feeling of bloating after having eaten certain vegetables"), urinary tract discomfort ("feeling of a urinary tract infection"), the first episode of arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("neck pain"), cyst ("cysts on the left elbow and left hand"), memory impairment ("memory disturbances"), acne ("pimples on face"), dry eye ("dry eyes"), ocular hyperaemia ("left eye was red"), vertigo positional ("atypical positional vertigo"), palpitations ("palpitations"), dysgeusia ("unpleasant taste in mouth"), feeling abnormal ("feeling that my head is in a fog"), abdominal pain upper ("pain in right hypochondrium"), the second episode of arthralgia ("pain in wrist"), fatigue ("fatigue") and the third episode of arthralgia ("pain in knees"). The patient was treated with vitamins, paracetamol (doliprane), acetylleucine (tanganil), isoconazole nitrate (fazol), surgery (total bilateral salpingectomy was performed via laparoscopy for essure removal) and surgery. Essure was removed on (B)(6) 2017. In (B)(6) 2016, the eczema had resolved. On(B)(6)2017, the vertigo positional and palpitations had resolved. On (B)(6) 2017, the asthenia, dizziness and fatigue had resolved. On (B)(6) 2017, the abdominal distension had resolved. On (B)(6) 2017, the myalgia had resolved. In 2017, the acne and feeling abnormal had resolved. At the time of the report, the pelvic pain, deafness neurosensory, back pain, allergy to metals, abdominal pain, gingival pain, vulvovaginal pain, urinary tract discomfort, neck pain, cyst, memory impairment, dry eye, ocular hyperaemia, dysgeusia, abdominal pain upper and the last episode of arthralgia outcome was unknown and the alopecia was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, asthenia, back pain, cyst, deafness neurosensory, dizziness, dry eye, dysgeusia, eczema, fatigue, feeling abnormal, gingival pain, memory impairment, myalgia, neck pain, ocular hyperaemia, palpitations, pelvic pain, urinary tract discomfort, vertigo positional, vulvovaginal pain, the first episode of arthralgia, the second episode of arthralgia and the third episode of arthralgia with essure. The reporter commented: uterine tubes visualised along their entire course, normal in colour and intact. No visible perforation. Patient did have a confirmatory test of the efficacy of essure approximately 3 months after placement; for hair loss, the dermatologist prescribed me with treatment for 6 months: silettum and cystiphane. Essure removed on patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on an unknown date: sensitisation to nickel ultrasound scan - on (B)(6) 2015: examination found no significant abnormalities exam for urinary infection: "nothing on sampling" unspecified date: blood tests: completely normal; videonystagmography and hearing tests which found no explanation for the atypical positional vertigo. Unspecified date: essure confirmatory test done. Satisfactory result. On (B)(6) 2016: no dysmorphic features of the cochlear-vestibular structures were visible. No space-occupying lesions visible in the cerebello-pontine angles. No lesions visible on examination of brain. Consultation on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt (excluding this case): pelvic pain: 10381 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure device removal questionnaire ¿ new event (pain in knees); and essure removal method (total bilateral salpingectomy was performed via laparoscopy for essure removal). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and deafness neurosensory ("slightly asymmetrical perceptive deafness predominating on left") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, dizziness (related to movement of crystals), hemorrhoid operation (under spinal anaesthesia) in (B)(6) 2015 and lumbar disc herniation. Patient did not undergo general anaesthesia at time of essure placement. Previously administered products included for degenerative disc disease: bi-profenid; for an unreported indication: copper iud for two years. Condom for contraception. Past adverse reactions to the above products included uterine infection with copper iud for two years. Family history included atopy (among her siblings and in her son.). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 11 months 12 days after insertion of essure, the patient experienced abdominal pain. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("major asthenia"), dizziness ("dizzy spells"), gingival pain ("painful gums"), alopecia ("hair loss") and vulvovaginal pain ("clitoris pain"). In (B)(6) 2016, the patient experienced eczema ("eczema on thighs"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced urinary tract discomfort ("feeling of a urinary tract infection"), the first episode of arthralgia ("joint pain"), myalgia ("muscle pain"), back pain ("lumbar pain/back ache"), neck pain, cyst ("cysts on the left elbow and left hand"), abdominal distension ("feeling of bloating after having eaten certain vegetables"), memory impairment ("memory disturbances"), acne ("pimples on face"), dry eyes, ocular hyperaemia ("left eye was red"), vertigo ("atypical positional vertigo"), palpitations, dysgeusia ("unpleasant taste in mouth"), feeling abnormal ("feeling that my head is in a fog"), abdominal pain upper ("pain in right hypochondrium"), the second episode of arthralgia ("pain in wrist"), fatigue and deafness neurosensory (seriousness criterion medically significant). The patient was treated with vitamins, paracetamol (doliprane), acetylleucine (tanganil), isoconazole nitrate (fazol) and surgery (essure removal). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the eczema had resolved. On (B)(6) 2017, the vertigo and palpitations had resolved. On (B)(6) 2017, the asthenia, dizziness and fatigue had resolved. On (B)(6) 2017, the abdominal distension had resolved. On (B)(6) 2017, the myalgia had resolved. In 2017, the acne and feeling abnormal had resolved. At the time of the report, the pelvic pain, gingival pain, vulvovaginal pain, urinary tract discomfort, back pain, neck pain, cyst, allergy to metals, memory impairment, dry eye, ocular hyperaemia, dysgeusia, abdominal pain upper, deafness neurosensory and abdominal pain outcome was unknown and the alopecia and the last episode of arthralgia was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain upper, acne, allergy to metals, alopecia, asthenia, back pain, cyst, deafness neurosensory, dizziness, dry eye, dysgeusia, eczema, fatigue, feeling abnormal, gingival pain, memory impairment, myalgia, neck pain, ocular hyperaemia, palpitations, pelvic pain, urinary tract discomfort, vertigo, vulvovaginal pain, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: uterine tubes visualised along their entire course, normal in colour and intact. No visible perforation. Patient did have a confirmatory test of the efficacy of essure approximately 3 months after placement; for hair loss, the dermatologist prescribed her with treatment for 6 months: silettum and cystiphane. Diagnostic results: exam for urinary infection: "nothing on sampling" unspecified date: blood tests: completely normal; videonystagmography and hearing tests which found no explanation for the atypical positional vertigo. Unspecified date: essure confirmatory test done. Satisfactory result. On (B)(6) 2016: no dysmorphic features of the cochlear-vestibular structures were visible. No space-occupying lesions visible in the cerebello-pontine angles. No lesions visible on examination of brain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 28-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3228 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient's information added; date of placement of essure added; new events added: "feeling of a urinary tract infection", "joint pain", "muscle pain", "lumbar pain", "neck pain", "back ache", "cysts on the left elbow and left hand", "nickel allergy", "feeling of bloating after having eaten certain vegetables", "fatigue", "dizziness", "memory disturbances", "pimples on face", "left eye was red", "dry eyes", "atypical positional vertigo", "palpitations", "unpleasant taste in mouth", "pain in wrist", "feeling that my head is in a fog", "slightly asymmetrical perceptive deafness, predominating on left", "abdominal pain", "slightly asymmetrical perceptive deafness" and "pain in right hypochondrium and pelvis." Event outcome added; patient's relevant history and drug history added. The previous event "eczema" was updated to "eczema on thighs"; treatment drugs added; incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.